Manufacturer narrative:
(B)(4).

Event description:
Patient reported signal loss over 1 hour.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. Exterior physical visual inspection: passed. Voltage measurement: passed. Pairing test/download: passed. Share log review: signal loss was found. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, a correction is required. Subsequent to the initial MDR, additional information is available